Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. Explant date: on (B)(6) 2019 - the patient underwent a cystoscopy and mesh excision operation. (B)(6) 2018 - the patient underwent a vaginal repair and excision of exposed tension-free vaginal tape. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). The explanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). The following imdrf patient codes capture the reportable event of: e2006 - mesh exposure. The following imdrf impact code capture the reportable event of: f1905 - patient underwent excisions of exposed mesh.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a midurethral sling placement, hysteroscopy, dilatation and curettage procedure performed on (B)(6) 2017 for the stress incontinence and bleeding. Reportedly, the patient underwent a vaginal repair and excision of exposed tension-free vaginal tape on (B)(6) 2018, to address mesh exposure. Approximately 0.5 cm of exposed mesh was measured midline during surgery. Additionally, hemostasis was obtained after the anterior vaginal was repaired in two layers with 2-0 vicryl suture. Additionally, a cystoscopy was performed, and no urethral injury was found. Furthermore, the patient reportedly had a midline mesh exposure. On (B)(6) 2019, the patient underwent a cystoscopy and mesh excision operation. The mesh was dissected out to the inferior ramus, the fascial layer was closed beneath the skin, and a 2-0 vicryl suture was used to close the vagina.